Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with unknown units of insulin during the load sequence. Additionally, it was reported that an undefined cartridge alarm occurred and occlusion alarms occurred. Customer changed supplies to address the occlusion. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.